Manufacturer narrative:
The tech replaced the power cord plug to repair the bed.

Event description:
Info received indicates the bed has a high ground resistance reading due to a loose ground pin on the power cord.